Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from april 28, 2020 - april 29, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which showed no evidence of a leak on or in any parts of the device. A red luer cap (non-baxter product) was observed to be securely tightened at the distal luer end of the device; no evidence of leak was observed. Functional testing was performed by filling the device with green colored water. During fill, no evidence of leak was observed. After fill, the device was being monitored until the next day; no signs of leak were observed. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location prior to patient use. There was no patient involvement. No additional information is available.